Event description:
Nellcor puritan bennett received a call from a representative of facility on 02/22/2000. Facility called to report the following problem: no apnea alarm on initial test. Respiration "led" just continues beating.